Manufacturer narrative:
Continue section e1 (phone #): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular tear", "pain" and "experiencing a lot of discomfort". This relates to the left side. The device remains implanted.